Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that she had high blood glucose level. The customer¿s blood glucose level at the time of incident was 445 mg/dl. The customer¿s blood glucose level was 393 mg/dl at the time of call. The customer performed hp test and it passed. The drive support cap was normal. The customer was treating herself with manual injection. The customer had symptoms like was nauseated and had a headache related to high blood glucose. The insulin pump will not be returned for analysis.